Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a biopsy procedure and after the sample was taken, the provider was unable to release the sample. It was observed that the back piece broke off of device and were required to put it back in to be able to release the sample. No patient injury to report.